Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Low bg cause was not known. The customer mentioned they had a couple seizures, one caused the customer to fall down a set of stairs, and the other caused the customer to blackout with no memory of the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.